Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise was observed. The noise was causing noise reversion and high ventricular rate episodes. Programming changes were discussed, but no changes have been made.